Event description:
Current egm: device appears to be oversensing on the atrial lead 2 at/af episodes most recent on (B)(6)2021 device appears to be oversensing on the lead. Atrial unipolar lead impedance warning on (B)(6)2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).